Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Device history records (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches 36155401, 36188375, and 36155402 were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the icerod 1.5 plus 90 degree needle was completed and confirmed that the event of burn(s) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that frostbite occurred. Two icerod 1.5 plus 90 degree needles were selected for a cryoablation procedure to treat a renal cell carcinoma t1a lesion. The procedure was completed with 2 15-minute freeze cycles followed by a 5-minute passive thaw cycle. Postoperatively, a lesion suspected to be frostbite was observed on the patients right buttock. Additional information has been requested regarding severity of the burn, treatment, and the patient outcome. No further details have been provided at this time.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that frostbite occurred. Two icerod 1.5 plus 90 degree needles were selected for a cryoablation procedure to treat a renal cell carcinoma t1a lesion. The procedure was completed with 2 15-minute freeze cycles followed by a 5-minute passive thaw cycle. Postoperatively, a lesion suspected to be frostbite was observed on the patients right buttock. Additional information has been requested regarding severity of the burn, treatment, and the patient outcome. No further details have been provided at this time.